Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issues. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
Pt had a device change out last week. After the device change out the atrial and ventricular leads exhibited pauses. No changes in threshold of impedance were noted for either lead; however, provocative testing of the leads showed noise on both the atrial and the ventricular leads when the pt laid on her right side. Recommended replacing the leads. On (B)(6) 2010 -based on add'l info and strips, the noise reported was external noise and the physician reprogrammed the device. On (B)(6) 2010, this lead was capped due to pacing pauses. The pt also had (B)(6) .